Event description:
Alerts not exporting or available for review: patient has a medtronic linq ii and is enrolled and connected to the medtronic carelink site appropriately. Alert transmission on [redacted]. Exported on [redacted]-same day with missing information and no ability to review alert. Patient device model: linq ii. Serial #: [redacted]. These patients are enrolled for remote monitoring. Failure to generate reports can result in patient harm, delay in care, and/or death.